Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the tubing, interrupting insulin delivery. There was no reported adverse impact to customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, the customer did not respond.